Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after a patient had a micro-glaucoma stent implanted the patient developed choroidal folds. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of choroidal folds; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no evidence of device failure. Possible root cause is that the occurrence of choroidal folds postoperatively is a known risk associated with the use of the device, which is clearly identified in the product labeling. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports planned occlusion was performed.